Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan (lfs) USA, alleging that his onetouch ultramini meter was displaying an ¿error 1¿ and ¿error 2¿ message during testing. The complaint was classified based on the customer service representative (csr) documentation. The patient reported that the alleged meter issues began on (B)(6) 2015 at 1:00 pm. The patient informed the csr that he manages his diabetes with oral medication (metformin) and claimed he took less food and drink in response to the alleged issues. Approximately half an hour prior to the start of the alleged error messages appearing, the patient reported obtaining ¿high readings¿. The patient claimed he attended the doctor¿s office at 2:00 pm as a result of the alleged issues and received hcp (health care professional) treatment of 12 units of novolog insulin. The patient claimed no other blood glucose tests were performed on any other device. At the time of troubleshooting, the csr noted the subject meter was not being used for the first time. The csr confirmed the correct testing process was being followed and that there was no indication of misuse of the device. The csr walked the patient through a retest and the alleged error 2 meter issue was resolved. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly received hcp treatment for a high blood glucose excursion after the alleged meter error messages began to appear.